Manufacturer narrative:
Cause of the catheter leak could not be determined. Decathlon catheters are subjected to rigorous quality testing and this particular catheter might have been on the borderline for leakage and hence passed our leak test criteria, but further handing could have stressed the joint between the catheter and the hub and caused a small leak. A decathlon catheter was returned to spire biomedical because of a leak between the cuff and hub. The catheter was replaced and there was no reported patient injury. Analysis: the catheter leak was verified by spire. The catheter was returned to cdt for analsis and they able to verify the leak when the catheter was pressurized using their leak test criteria of 45 psi nitrogen. The leak occurred on the arterial side of the hub. The catheter was replaced, and the patient was released. Conclusions:cause of the catheter leak could not be determined. Decathlon catheters are subjected to rigorous quality testing and this particular catheter might have been on the borderline for leakage and hence passed our leak test criteria, but further handing could have stressed the joint between the catheter and the hub and caused a small leak. Spire will continue to monior for this phenomenon. There was no patient deat or injury associated with the complaint. Medical intervention was required to replace the catheter. An MDR is being submitted to the FDA.

Event description:
A decathlon catheter leaked between the cuff and hub. The catheter was replaced and there was no patient injury.